Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Additionally, the patient¿s dexcom g6 was giving low sensor values, however when they did a finger stick glucometer reading it was high at 22 mmol/l (396 mg/dl). The patient was experiencing symptoms of tiredness, nausea, vomiting, and pain. The patient¿s guardian gave them an unspecified suppository for the pain. The patient and family were on vacation in turkey at the time of the event and therefore they did not want to go to the hospital. They called and talked to their patient¿s health care provider on the phone. They removed and replaced the sensor and the pod. Dexcom has been notified.